Manufacturer narrative:
Follow-up (4/13/2015): new information received from a contactable physician included: pt details, medical history, concomitant medications, past product history, suspect product indication, action taken with suspect product, suspect product stop date, event onset date, update of event burn to burn blister, additional event of scars, event outcome and update of the case to serious and reportable. Follow-up attempts completed. No further information expected. Case comment: based on the information provided; a possible contributory role of the suspect device product to the reported events of burning the size of active carbon cells at the site of attachment with inflammation/burn blister, scars were expected cannot be excluded. This case meets an initial, serious, reportable 30-day EU/FDA medical device report.

Event description:
Burn blister at the site where thermacare was attached [burns second degree]. Scars were expected [scar]. Case description: this is a spontaneous report from a contactable pharmacist via local pfizer consumer health team. A (B)(6) female pt of an unspecified ethnicity used thermacare heatwrap (thermacare lower back and hip) (lot #: unk, expiration date: oct 2015) on an unk date for back pain. The patient's medical history included high blood pressure, hypothyroidism and . Past product history included thermacare heatwraps (thermacare heatwraps) on an unspecified date for an unspecified indication. On (B)(6) 2015, the pt reported she experienced burning the size of active carbon cells at the site of attachment with inflammation. The physician reported a burn blister at the site where the heatwrap was attached. Continuous dressing changes were required due to the risk of infection. It was reported the reaction disappeared but the burning remained. The physician reported the event was serious as medical intervention was required. Surgical intervention was not necessary. The physician reported scars were expected. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2015. Therapeutic measures received included continous dressing changes due to risk of infection. At the time of the report, clinical outcome was "not recovered and permanent damage (possibly scars). No assessment of casuality was provided. Additional information has been requested and will be provided as it becomes available.